Manufacturer narrative:
Conclusion codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. Analysis of the tined lead ((B)(4)) found that the #0, #1, and #2 conductors were broken at the connectors weld site on the proximal end.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0p20j, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) and consumer via a manufacturer representative reported that the patient reported a shocking sensation that made it difficult for them to move and they immediately turned the device down. The patient saw their hcp in the office and was scheduled for a revision. It was unknown what led to the event as the patient had no known falls or actions that would have damaged the system. The implantable neurostimulator (ins) and lead were replaced on (B)(6) 2016. Upon entering the battery pocket, it was noted that the lead had become uncoiled. The lead appeared to have been fractured or broken at some point and then began to unravel. The decision was made to cut the lead to remove the full system from the patient as it was likely they were not going to be able to get the lead removed from the battery. The hcp also reported corrosion in the battery header. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.